Event description:
It was reported that the customer unexpectedly passed away. The cause of death was not known at the time of the report, but the customer's sister stated that she believes it was diabetes related. It is believed that the customer was wearing the insulin pump at the time of death. The insulin pump was lost and cannot be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.